Event description:
It was reported that the ventilator generated technical error codes indicating turbine module failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information in service report, the turbine module was replaced to solve the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The turbine module generates compressed air and delivers air to the inspiratory gas. The reported issue was confirmed in provided device's logs. The cause of the claimed issue in this customer product complaint has been determined. The reported issue was related to turbine module.

Event description:
Manufacturer's ref. #: (B)(4).